Manufacturer narrative:
History of bleeding captured under MFR report #s 2916596-2019-02703, 2916596-2019-02730, and 2916596-2019-02719.

Event description:
Medwatch / user facility report#: 420018-2020-0009 was received on 23nov2020. The patient was presented to the clinic for a follow up appointment for an elevated lactate dehydrogenase (ldh) of 675 on (B)(6). The patient's ldh increased to 1129 on (B)(6)and he had evidence of hemolysis in his urine. The patient also had some complaints of shortness of breath at rest but that is unchanged from his normal. The patient was not on anticoagulation secondary to history of gastro intestinal (gi) bleeding. The patient was admitted to the hospital and a heparin gtt was initiated on (B)(6). The patient also had an CT completed on (B)(6) that revealed possible thrombus within the atrial appendage. Patient's ldh lowered to 993 on (B)(6) but then began rising to 1041 on (B)(6) and then to 1126 on (B)(6). On (B)(6), the patient was transferred to the cvicu and started on tissue plasminogen activator (tpa) for his rising ldh. The patient's ldh decreased to 846 on (B)(6) and continued to steadily decreased down to 256 when he discharged from the hospital on (B)(6). The patient did have a bloody bowel movement on (B)(6). Patient's tpa was stopped and patient placed on a low intensity heparin gtt until (B)(6). Patient remained in the hospital having his coumadin adjusted until it was therapeutic. Patient was stable for discharge on (B)(6) on coumadin and aspirin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing elevated lactate dehydrogenase levels and there was a concern for pump thrombus. The patient did not present with any symptoms on (B)(6) 2020 or (B)(6) 2020 but did receive an iron infusion on (B)(6) 2020. Labs were stable and the log file showed a few unsustained power/flow elevations on (B)(6) 2020 and (B)(6) 2020. There were no other unusual events recorded in the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus and a possible thrombus within the atrial appendage could not be confirmed as there is no product or diagnostic imaging available for investigation. A specific cause for the report of elevated lactate dehydrogenase (ldh) with evidence of hemolysis could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. A review of the submitted log file from on (B)(6) 2020 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended and there were no notable alarms active in the log file. Review of the log file did not reveal events indicative of thrombus within the blood tube. The patient remains ongoing on (B)(6) with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, peripheral thromboembolic event, hemolysis, and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 1 and section 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.